Event description:
Reporter alleged blood glucose measured 12 mg/dl at 7:26 am back to back with a result of 84 mg/dl at 7:35 am. It was stated no actions were taken and no treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.